Event description:
Intuitive surgical da vinci xi prograsp instrument broke; protective arm cover separated from instrument tip inside of patient. Instrument unable to be removed from patient through robotic port requiring removal of both port and prograsp instrument. New port inserted and new prograsp used for the remaining duration of the procedure. No foreign object was retained within the patient post-procedure.